Event description:
It was reported that the user experienced frequent nighttime low glucose readings over the past couple of weeks, with a nadir of 56 mg/dl confirmed by fingerstick; the agent reviewed low glucose treatment using oral glucose and addressed a question about changing cgm targets, with additional training scheduled, and no device-specific component issues were identified due to insufficient information. Symptoms included hypoglycemia with associated diaphoresis, fatigue, and sleepiness. Outcomes included a minor, non-serious health impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no specific findings and insufficient information regarding a medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.